Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 39 mg/dl. The customer was treated with food. The customer stated that she got a low blood glucose because she ate a late lunch and don't nee to troubleshoot because it was corrected at time of call. The troubleshooting for button error was performed. The customer was advised that the insulin need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.